Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic cramping") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008, nulliparous and nulli gravida. Patient has no nickel allergy. Concurrent conditions included obesity. Concomitant products included salbutamol (albuterol) for asthma and cilest (sprintec) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 7 months 21 days after insertion of essure, the patient experienced back pain ("pain in upper back") and hypoaesthesia ("arm numbness right"). On (B)(6) 2013, the patient experienced the first episode of nausea ("nausea /I get nauseated"), gastrooesophageal reflux disease ("acid reflux / acid reflux increased with essure"), the second episode of nausea ("nausea") and the first episode of abdominal distension ("abdominal-fullness"). On (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain / abdominal pain / my abdomen hurts so bad"). On (B)(6) 2013, the patient experienced constipation ("constipation"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of abdominal distension ("bloating"). On an unknown date, the patient experienced arthralgia ("right hip pain-pain when walking, could not stand for long periods/right hip pain after surgery and did not go away until essure was removed"), migraine ("migraines"), adverse event ("health issues on and off/I think these essure implants have a lot to do with all the health issues I have had in the last two years/I really think the essure is what is causing a lot of my health issues /essure complications "), enteritis ("small intestine inflamed"), gastritis ("stomach inflamed"), weight decreased ("I have lost about (B)(6) lbs already and still ongoing that was just the last month"), crying ("I am over crying about it"), dysgeusia ("metal taste"), lethargy ("lethargic"), treatment noncompliance ("patient did not use any birth control or contraception at any time following her essure placement procedure") and medical device monitoring error ("patient underwent hysteroscopy ablation at the time of essure insertion"). The patient was treated with ondansetron (ondansetron), omeprazole and surgery (underwent hysterectomy total (left ovaries) laparoscopic salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, hypoaesthesia, gastrooesophageal reflux disease, abdominal pain, constipation, the last episode of abdominal distension, arthralgia, the last episode of nausea, migraine, adverse event, enteritis, gastritis, weight decreased, crying, dysgeusia and lethargy had resolved and the treatment noncompliance and medical device monitoring error outcome was unknown. The reporter considered abdominal pain, adverse event, arthralgia, back pain, constipation, crying, dysgeusia, enteritis, gastritis, gastrooesophageal reflux disease, hypoaesthesia, lethargy, migraine, pelvic pain, treatment noncompliance, weight decreased, the first episode of abdominal distension, the first episode of nausea, the second episode of abdominal distension and the second episode of nausea to be related to essure and not reported for medical device monitoring error. The reporter commented: treatment drug include ¿ meloxiam, chiropractor patient received treatment for pain upper back/right arm numbness, abdominal pain and nausea acid reflux, abdominal pain, bloating and pelvic pain and cramping. Patient not sought medical treatment for metal taste, right hip pain, lethargic. Weight at the time of essure placement - (B)(6). There were 2 left trailing coils and 3 trailing coils on the right. The patient tolerated the procedure adequately. Patient underwent hysteroscopy ablation at the time of essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2012: everything looked fine and tubes were closed. Auto narrative supplement:concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: "patient underwent hysteroscopy ablation at the time of essure insertion (medical device monitoring error)¿. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: events- pain in upper back, arm numbness right, nausea, acid reflux / acid reflux increased with essure, severe and persistent abdominal pain / abdominal pain, constipation, pelvic pain / pelvic cramping, bloating, right hip pain-pain when walking, could not stand for long periods/right hip pain after surgery and did not go away until essure was removed, nausea, abdominal-fullness, migraines, essure implants have a lot to do with all the health issues I have had in the last two years/I really think the essure is what is causing a lot of my health issues, small intestine inflamed, stomach inflamed, I have lost about (B)(6)lbs already and still ongoing that was just the last month, I am over crying about it, metal taste, lethargic, patient did not use any birth control or contraception at any time following her essure placement procedure, reporter, historical condition, concomitant drug added. Also event added from mr. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.